Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 20 days after the dental implant was installed intraoral region #31 it was verified its non-osseointegration. The dentist did not provide further information.